Manufacturer narrative:
H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram of the leg via contralateral access in the right common femoral artery, the hub of a flexor balkin guiding sheath separated during removal of the device. The access site was scarred, and the aortic bifurcation was tight and steep/acute. Per the reporter, resistance was encountered and the sheath was difficult to advance up-and-over the aortic bifurcation. Resistance was not encountered upon insertion or advancement of other manufacturers¿ balloons and stent through the sheath. The hub did not leak. The dilator was not reinserted prior to sheath removal. Upon removal of the sheath, resistance was encountered, and the hub separated. It is unknown if the hub was used to pull the device from the patient. Resistance was also encountered as the shaft of the sheath was removed with a clamp, after the hub separated. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.